Event description:
It was reported that the pt experienced loss of therapeutic efficacy and was admitted to the hospital. No pt treatment or outcome was reported. The drug contained in the pt's pump was not reported, the MFR's device tracking system indicated lioresal. Add'l info has been requested from the hcp, but was not available as of the date of this report.